Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
A pt is pursuing a product liability claim and an attorney letter was received. It is reported that pt was implanted with a protasul-s-30-head 28 l in (B)(6) 2011. After surgery pt starts to feel discomfort and due to possible high wear pt got a synovialitis. It is also reported that due to the heavy synovialitis (joint inflammation) pt was revised on (B)(6) 2014.